Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained new paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The pads/accessories were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed the device displayed "pads lead fault" and "charge lead fault" messages during three unsuccessful attempts to charge and discharge energy after 18 minutes into the case. These lead faults occurred because the device did not detect valid patient impedance and no "pads on" message was logged. After the user replaced the pads with CPR-stat pads or CPR-d-padz, the device recognized valid impedance, and the device was able to charge and discharge successfully. No trend is associated with reports of this type.